Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event. On (B)(6) 2022, an 82-year-old female patient with pre-existing conditions coronary artery disease, chf (congestive heart failure) (nyha 2), atrial fibrillation, mitral valve insufficiency, hyperlipidemia, ckd stage 4 (chronic kidney disease), copd (chronic obstructive pulmonary disease), hypertension, past smoking, was emergently treated for a saccular thoracic aortic aneurysm (contained rupture) with placement of a proximal zta-pt-42-38-173 (complaint device) and a distal zta-pt-40-36-167, starting at zone 4. Per the reported information, proximal neck of aorta was in range of 37-42 mm. Procedure imaging revealed patent study devices, no endoleaks, non-patent celiac covered by study device, and no device issues. On the day of the procedure, the patient experienced renal insufficiency treated with medication, and not related to the study device/procedure, related to treated aortic disease and pre-existing. On the same day, the patient experienced post-implantation syndrome which was not treated and was related to the study device and procedure. It is noted as resolved without sequelae on (B)(6) 2022. Follow-up imaging on 13nov2022 revealed patent study devices, thrombus with the study device zta-pt-42-38-173, no device issues, and a type ia endoleak (current complaint). On (B)(6) 2022, the patient was discharged from the hospital. On (B)(6) 2022, the patient died. The cause of death was ¿unknown - patient died in another hospital - information from family.¿ the complaint reported by the user was confirmed. The complaint is confirmed based on customer testimony and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. This complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. The device was used in a manner inconsistent with the product labeling and/or instructions, therefore it is unknown how the device will function. Per the instruction for use, the safety and effectiveness of the zta has not been evaluated in patients leaking, pending rupture or ruptured aneurysm. However, this is assessed not to be related to the current complaint. A definitive cause could not be determined from the investigation. Possible causes could be aortic anatomy or inadequate sealing zone of stent graft in relation to the aortic lumen. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): a type ia endoleak was noted 4 days post-procedure. On (B)(6) 2022, this 82-year-old female patient was emergently treated for a saccular thoracic aortic aneurysm (contained rupture) with placement of a proximal zta-pt-42-38-173 and a distal zta-pt-40-36-167, starting at zone 4. Procedure imaging revealed patent study devices, no endoleaks, non-patent celiac covered by study device, and no device issues. On the day of the procedure, the patient experienced renal insufficiency treated with medication, and not related to the study device/procedure, related to treated aortic disease and pre-existing ckd. On the same day, the patient experienced post-implantation syndrome which was not treated and was related to the study device and procedure. Follow-up imaging on (B)(6) 2022 revealed patent study devices, thrombus with the study device(s), no device issues, and a type ia endoleak (this complaint). On (B)(6) 2022, the patient was discharged from the hospital. Patient outcome: no secondary intervention was performed to treat the type ia endoleak. On (B)(6) 2022, the patient died. The cause of death was ¿unknown - patient died in another hospital - information from family.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.